Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline that failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right internal carotid artery ophthalmic segment with a max diameter of 5.7mm and a 4.3mm neck diameter. It was noted the patient's vessel tortuosity was normal. The landing zone (artery size) was 3.7mm distal and 3.9mm proximal. Dapt (dual antiplatelet treatment) was administered with an unknown platelet reactivity units (pru) level. The angiographic result post procedure was, "obvious contrast agent stagnation within the aneurysm." No images are available for review. It was reported that after femoral artery puncture, vascular access was established for treatment. After the microcatheter was positioned, the ped-425-18 flow-diverting dense mesh stent was hydrated and advanced into the microcatheter to the target position. During stent deployment, it was found that the tip end could not open. After multiple attempts, it still could not be opened. To ensure procedural safety, a new stent was replaced to continue the treatment. The stent was successfully deployed, and the procedure was completed safely. It was noted that there was failure to open in the distal section for the device. The pipeline was not positioned in a bend. It was asked but unknown how much of the pipeline had been deployed when it failed to open. Asked but unknown how many times was the pipeline resheathed. Asked but unknown if any additional steps or other devices were required to open the pipeline. Asked but unknown if the pipeline was resheathed and removed with the microcatheter. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pip eline was no used for any indication that is not approved (off-label).